Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no adverse impact to the customer's blood glucose level. Technical support guided the caller through resetting the pump, and the error did not recur after the reset. Subsequently, the caller was able to successfully start their sensor session.